Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction itching, redness, infection, pus, inflammation and drainage on the needle puncture site. The patient consulted a doctor on (B)(6) 2022 and oral antibiotics were prescribed (amoxicillin, no information about the dosage). At the time of the report, the patient had fully recovered. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.